Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Issue 1: it was reported that its tip was not correctly aligned and scissoring occurred. Issue 2: it was not energized and could not be burned off. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.